Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated therapy date. The first unknown xience xpedition mentioned is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after pre-dilating a lesion in the left anterior descending coronary artery (lad) with an unspecified balloon dilatation catheter, with the use of an unspecified buddy wire, an unspecified rx xience xpedition stent delivery system (sds) was advanced to the target lesion in the lad, then the stent was deployed, resulting in a vessel dissection at the distal end of the stent. The xpedition sds was withdrawn from the anatomy. To treat the dissection, a new unspecified xpedition sds was then advanced into a non-abbott guiding catheter, however, resistance was felt between the guiding catheter and the xpedition; the physician indicated that, the outer diameter of the balloon material at the distal end seemed to be larger, or bulkier, than a xience v rx device. The xpedition was withdrawn from the guiding catheter and a non-abbott sds was able to be advanced and treat the dissection successfully. There were no reported adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.